Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis with blood glucose in the range of 40 mg/dl. The date of hospitalization was unknown. The customer's current blood glucose was unknown. The other blood glucose value was 85 mg/dl. The customer did not experience any symptoms such as a result of low blood glucose. The customer was treated with food. The insulin pump was on auto mode or not at the time of incident was unknown. Customer had been using insulin pump system within 48 hours of reporting the incident. The customer stated that the insulin pump was over delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.